Event description:
Reporter indicated that vns pt was hospitalized for 3 days approx two weeks post-implant due to staph infection at the generator site. Treating neurosurgeon indicated that the pt had irritated/scratched at the incision site and that the infection was treated with antibiotics. The infection has reportedly resolved. Review of mfg records for both the pulse generator and the bipolar lead confirmed sterilization of devices.